Manufacturer narrative:
Insulin pump was received alarming during self test due to faulty connectors on remote frequency board. Insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed several times. Download process cannot be completed. Blood glucose reading at the time was 134 mg/dl. The insulin pump will be replaced. Nothing further reported.